Event description:
Before sedation began, doctor slid the clasp to open it. It broke off at the connection of the tubing and the cap of the tubing. Doctor was unable to use IV and had to replace the extension tubing at the hub of the catheter. No injury to the patient. ICU medical will be contacted to conduct a quality test on their inventory for the lot number reported in the incident.